Event description:
It was reported that during routine visits of the pt the audiologist noticed two short-circuits and changes in the impedances in the course of time. The pt complained about fluctuations in his hearing perception. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to another country, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.